Event description:
The device did not power on with battery power and when powered on the ac power, it displayed "pacer fault 116," "pacer disabled," "defib fault 72," and "defib disabled" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The customer has been contacted for the return of the device. The device has not been returned to zoll medical corporation for evaluation.